Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink straight type blood set disconnected from the luer lock. This occurred while flushing total parenteral nutrition (tpn) through the set. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.